Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recp0363 showed no other similar product complaint(s) from this lot number. [(B)(4).pdf]

Event description:
It was reported the patient was undergoing a PICC line placement. On initial insertion there was a little resistance - occurred when approximately 1 cm into skin. Rn then pulled back a bit, then reinserted without difficulty. The rest of the procedure progressed without difficulty. When the rn removed the wire he checked the wire and he noticed the way it was hanging, and it came apart when he touched it. This was outside of the patient. There were no complications to the patient. Additional information received via medwatch stated, "the PICC was inserted in the right upper arm (rua) brachial vein. The fragment broke off outside of the patient--it was 3/4' fragment. The PICC line placement was successfully completed. The wire is part of the powerpicc solo hf catheter with sherlock 3cg tip positioning system (tps) stylet kit."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed. The distal end of a 3cg stylet was returned for investigation. The stylet segment, which consisted of the polyimide tubing, conductive epoxy, magnets, and core wire, was 18mm in length. The remainder of the stylet was not returned for investigation. The break in the core wire coincided with the break in the polyimide tubing. The broken end of the polyimide tubing was noted to be uneven. Residue from use remained within the polyimide tubing. The wall thickness of the polyimide tubing was within specification. It was reported that resistance was encountered during insertion of the catheter. Damage to the stylet was reportedly observed after it was removed from the PICC. Reference mds-19-1373-sa for additional information regarding this type of damage. A lot history review (lhr) of recp0363 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was undergoing a PICC line placement. On initial insertion there was a little resistance - occurred when approximately 1 cm into skin. Rn then pulled back a bit, then reinserted without difficulty. The rest of the procedure progressed without difficulty. When the rn removed the wire he checked the wire and he noticed the way it was hanging, and it came apart when he touched it. This was outside of the patient. There were no complications to the patient. Additional information received via medwatch stated, "the PICC was inserted in the right upper arm (rua) brachial vein. The fragment broke off outside of the patient--it was 3/4' fragment. The PICC line placement was successfully completed. The wire is part of the powerpicc solo hf catheter with sherlock 3cg tip positioning system (tps) stylet kit."